Event description:
Additional information states that the patient's following device clinic has not seen the patient in several years.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a sting every once and a while around the device pocket. It was stated that the pocket was sore and there was a scab forming over the top of the incision. The patient was referred to their physician. Subsequent information received states that the pacemaker appeared as though it was about to break through the skins surface and there was some type of a growth on the pocket site. The patient had an appointment to be evaluated by their physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.